Event description:
A hospital in (B)(6) reported via a fph field representative that the heater wire adaptor could not be connected to the inspiratory limb of an rt340 breathing circuit. This was reported prior to patient use.

Event description:
A hospital in (B)(6) reported via a fph field representative that the heater wire adaptor could not be connected to the inspiratory limb of an rt340 breathing circuit. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt340 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The inspiratory and expiratory limbs were performance tested. Results: full insertion of the heater wire pins of the expiratory limb with the heater wire adaptor was achieved, but full insertion of the heater wire pins on the inspiratory limb with the heater wire adaptor was not achieved. One of the heater wire pins on the inspiratory limb was found to be split. A lot check revealed one other similar complaint for lot number 120608. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged (bent or split) pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were damaged during production or by the end user. (B)(4).